Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to the beginning of the surgery, when the tech was setting up she noticed that the black plastic impaction surface of the impactor was loose from the metal part that attached to the modular handle. Another impactor was made available for use without any issue or delay. No surgical delay.